Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon fired but the knife blade did not cut - it was as if there wasn't a knife blade in the load. A straight staple load was placed below where the radial reload was fired to place a line of straight staples and cut the tissue, in order to remove the intended specimen. There was unintended tissue loss. No reinforcement material was used.